Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other ht bmw universal guide wire referenced in this report is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) coronary that was non tortuous and non stenosed. The first ht bmw universal ii 190cm guide wire (gw) was advanced, but broke in two pieces when entering the lad. Both sections of the separated device were removed without reported intervention, using a balloon that was in the anatomy. A second ht bmw universal ii 190cm gw was advanced, but broke into two pieces similar to the first gw. Both sections of the separated device were removed without reported intervention, using a balloon that was in the anatomy. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted multiple core bends, the noted shaping ribbon bend and ultimately resulted in the reported material separation/noted core separation. The noted scraping sporadically throughout the entire length of the teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling.